Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response due to corroded keypad traces. No button error alarms noted and no moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 231 mg/dl. The customer stated the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.